Event description:
An arterial pressure alarm occurred during a routine hemodialysis treatment. Rinseback was not performed due to clotting of the extracorporeal blood circuit resulting in an estimated blood loss of 190cc. The patient's standard epogen dose was increased. No other medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to clotting of the extracorporeal circuit due to the amount of time spent troubleshooting the alarm. The exact cause of the alarm cannot be determined although the alarm is typically associated with inadequate blood flow from the vascular access. The user's guide contains adequate information regarding probable causes of alarms and alarm recovery instructions. Facility staff has been notified. No similar problems have been reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.